Manufacturer narrative:
Additional product codes include dqo catheter, intravascular, diagnostic dqe catheter, oximeter, fiberoptic kra catheter, continuous flush dqk computer, diagnostic, programmable drs transducer, blood-pressure, extravascular dsb plethysmograph, impedance dxn system, measurement, blood-pressure, non-invasive qaq adjunctive predictive cardiovascular indicator the device will not be returned for product evaluation. Without return of the unit, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event or if any procedural factors may have contributed to the reported issue. The device history record review was not completed as a lot number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the swan ganz catheter was clotting off. No additional information was available. There was no patient injury. The device is not available for evaluation.